Manufacturer narrative:
Device was initially received for the complaint that there was damaged battery compartment. During investigation found the dso seal detached. This malfunction makes the event reportable. Review of event log/alarm history found that no information related to the reported issue. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the battery compartment damaged, battery door broken and dso seal detached. The dso (downstream occlusion) seal was replaced. The probable root cause was due to the damaged battery compartment. The dso/uso sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that there was damaged battery compartment. During investigation found the dso seal detached. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.